Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("heavy bleeding/heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inserting the essure in the right fallopian tube was difficult". The patient's past medical history included c-section in 1992 and depressive disorder. Concurrent conditions included fallopian tube cyst, candidiasis genital, vulvovaginitis, libido decreased, chlamydia trachomatis infection and bloating. Concomitant products included antiinfl. Prep., non-steroids for topical use, diphenhydramine hydrochloride (benadryl) and losartan. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("hormonal changes describe: emotional depressed, anxious/neurological conditions or problems type: anxiety"), mood swings ("psychological or psychiatric problems condition: mood swings"), rash pruritic ("rashes or skin conditions type: unknown raised ring like rash, they were on inner thighs and calves, they were very itchy and drew blood and bruised"), migraine ("migraines / headaches so bad they take me to the ER to find blood pressure high and heart rate high and palpitating"), headache ("migraines / headaches so bad they take me to the ER to find blood pressure high and heart rate high and palpitating"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), asthenopia ("vision/eye problems type: blurry vision, tired eyes"), ocular hyperaemia ("vision/eye problems type: blood shot"), fatigue ("fatigue"), weight increased ("weight gain/loss: felt like I was pregnant and swelling of the hands of feet"), dysgeusia ("other injury(ies) or complication (s) please: describe: iron taste in mouth"), gingival bleeding ("other injury(ies) or complication (s) please describe: gums bleeding"), vaginal infection ("injury(ies) or complication (s) please describe: vaginitis"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infection approx every two to three months"), contusion ("rashes or skin conditions type: unknown raised ring like rash, they were on inner thighs and calves, they were very itchy and drew blood and bruised"), heart rate increased ("so bad they take me to the ER to find blood pressure high and heart rate high and palpitating"), palpitations ("so bad they take me to the ER to find blood pressure high and heart rate high and palpitating") and peripheral swelling ("weight gain/loss: felt like I was pregnant and swelling of the hands of feet"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and coital bleeding ("bleeding during and after intercourse"). On an unknown date, the patient experienced depression ("hormonal changes describe: emotional, depressed/psychological or psychiatric problems condition: extremely depressed"), emotional disorder ("hormonal changes describe: emotional, depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), eye contusion ("vision/eye problems type: erased or blank area of eye could not see out of"), hypertension ("so bad they take me to the ER to find blood pressure high and heart rate high and palpitating"), adnexa uteri pain ("right side ovary pain") and asthenia ("energy level"). The patient was treated with antibiotics and surgery (salpingectomy ((bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, depression, emotional disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, mood swings, headache, nausea, dysmenorrhoea, ocular hyperaemia, eye contusion, fatigue, dysgeusia, gingival bleeding, alopecia, coital bleeding, vulvovaginal mycotic infection, bacterial infection, contusion, hypertension and adnexa uteri pain outcome was unknown, the anxiety, vision blurred, asthenopia, heart rate increased and palpitations was resolving and the rash pruritic, migraine, vaginal discharge, weight increased, vaginal infection, peripheral swelling and asthenia had resolved. The reporter considered adnexa uteri pain, alopecia, anxiety, asthenia, asthenopia, bacterial infection, coital bleeding, contusion, cystitis, depression, dysgeusia, dysmenorrhoea, emotional disorder, eye contusion, fatigue, genital haemorrhage, gingival bleeding, headache, heart rate increased, hypertension, menorrhagia, migraine, mood swings, nausea, ocular hyperaemia, palpitations, pelvic pain, peripheral swelling, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, vaginal discharge, anxiety, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events per pfs: hormonal changes describe: emotional, depressed, anxious and tested for menopause, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, psychological or psychiatric problems condition: extremely depressed, mood swings, rashes or skin conditions type: unknown. Raised ring like rash, migraines / headaches, nausea, neurological conditions or problems type: anxiety, tubal ligation,dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems type: blurry vision, tired eyes, blood shot, and erased or blank area of eye could not see out of, fatigue, weight gain, device insertion difficult, outcome of the events were updated. Patient's medical history was added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.